Event description:
It was reported that the procedure was to treat a 98% stenosed de novo lesion in the internal carotid artery with moderate calcification and moderate tortuosity. The 8-6x40mm xact carotid stent system (css) was advanced to the target lesion and the stent was deployed; however, the proximal portion of the stent was noted to not open properly. Resistance was noted when passing a balloon through the narrowed section of the stent and the balloon appeared to catch on the stent struts. An unspecified 5x20mm balloon was used to open the narrowed portion of the stent. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified, mildly torturous, 98% stenosed anatomy contributed to the patient-device incompatibility-wall apposition and ultimately contributing to the reported difficult to advance; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment(s) appear to be related to the circumstances of the procedure as an unspecified 5x20mm balloon was used to open the narrowed portion of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A cine was received and reviewed by an abbott vascular clinical specialist: two (2) still images were provided for review. These images are not of diagnostic quality; they are quite mottled. They are photos of a computer screen taken with a cellphone. The anatomy was not reported; however, these images appear to be of the right carotid artery. The first image appears to be post stent deployment with contrast in the right carotid. The stent in the right internal carotid artery (rica) appears to be elongated or stretched. It also appears to be oversized distally and undersized proximally. This could be the cause of the stent appearing to be stretched or failing to fully expand proximally within the rica. It was reported that an attempt to expand the stent with unknown balloon dilation catheter met resistance and the balloon got caught on the stent struts. However, since there are no images of this balloon attempt and it is unknown if the image provided was pre or post this attempt, it cannot be definitively stated if the reported resistance and the balloon catching on the struts is what is seen on this image. Although, if this image is post that attempt; it could explain the elongation of the stent. The second image is a non-contrast image that is quite mottled and makes it difficult to see the stent in the artery. Due to the absence of procedural imaging and the low-quality still image provided, it is not possible to determine with certainty the cause of the xact stent not deploying correctly. The lack of angiograms, of the stent deployment or of the balloon attempts, make it difficult to determine the cause of the stent malapposition. Potential factors which may contribute to a self-expanding stent not being fully apposed to the vessel wall include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, post dilatation technique or stent size selection. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes.